Event description:
Versitomic acl flexible reamer system flexible guide pin (stryker) ref 234-108-200, lot 19p01, exp 05-04-2024. Piece of flexible guide pin broke inside patient. Intra-op xray was taken and was shown that it is in the bone (right knee). FDA safety report ID # (B)(4).